Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was exercising and went into ventricular tachycardia (vt) in which this s-ICD did not convert. The shock impedance measurement was 150 ohms. Technical services (ts) recommended obtaining an x ray for system placement. No testing was performed at the original implant. It was noted this patient may have gained some weight. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this electrode was explanted and replaced with a new electrode. This electrode is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This electrode is expected to be returned and will be analyzed. A supplemental report will be filed upon completion.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was exercising and went into ventricular tachycardia (vt) in which this s-ICD did not convert. The shock impedance measurement was 150 ohms. Technical services (ts) recommended obtaining an x ray for system placement. No testing was performed at the original implant. It was noted this patient may have gained some weight. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this electrode was explanted and replaced with a new electrode. This electrode is expected to be returned. No additional adverse patient effects were reported.